Event description:
Additional information was received that a loss of capture was observed on the device.

Event description:
It was reported the device is subject to assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The device was explanted due to reported events of loss of pacing and interrogation failure on the device as the patient is pacer dependent. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of inability to interrogate, no pacing output, and failure to capture were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was revealed to be depleted. Hybrid circuitry was tested by connecting to an external power source and test results indicated high current drain, which is consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.